Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the base of the blade causing the blades not to open and close properly as reported by the customer. One of the blade edges was indented. The blade indentation did not cause cut test failure. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. Correction(s): d4. Lot number was updated to: k11251004 0438.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument would not open and close properly. The issue was identified after a procedure. There was no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.